Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 01 aug 2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. No defects before and after cleaning were observed on the lens. No defects that could contribute to visual issues could be observed. No handpiece was received for evaluation. The complaint lens presented with no issues that would have contributed to the complaint event. The complaint issues were not confirmed during product evaluation and no other issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that intraocular lens was explanted from the patient's right eye as the patient was unsatisfied with near vision. Unplanned sutures were required. Additional information revealed that intraocular lens was replaced with another non j&j model. There was no patient injury and no medical or surgical intervention required. The product is being returned. No further information is available.